Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received six opened units with varying amounts of dried media. During the initial visual examination, it was observed that the septum of all six units was slightly pushed in and not attached to the top body, confirming the reported defect. All six units were microscopically inspected and found to have no voids in adhesive residue on the top disk and body. No additional damage to the units was found during the microscopic inspection. The septum may become pushed in due to excessive force exerted on the septum in the clinical environment or during the manufacturing process. Bd was unable to determine a definite root cause since the devices had been used and no obvious manufacturing defects were observed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the septum of the bd q-syte¿ luer access split-septum stand-alone device "collapsed". This occurred 5 different times during use. The following information was provided by the initial reporter, translated from chinese to english: "normal use within the indwelling time, the septum collapsed."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the septum of the bd q-syte¿ luer access split-septum stand-alone device "collapsed". This occurred 5 different times during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "normal use within the indwelling time, the septum collapsed."